Event description:
Related manufacturer reference number:(B)(4). It was reported that a right atrial (ra) leadless pacemaker (lp) prematurely separated from the delivery catheter (dc) while being prepared for tether mode in the patient's body. The lp was retrieved and a replacement lp and dc were used to complete the procedure. Patient was stable.

Manufacturer narrative:
The reported event of premature separation was not confirmed. Visual inspection of the device found no anomaly on the helix. The inner and outer helix length were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.